Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that the device is getting hot. Additional information has been requested from the user facility.

Event description:
It was reported that the device is getting hot. Additional information has been requested from the user facility.